Manufacturer narrative:
Additional information received; a re-intervention procedure was performed on (B)(6) 2019 with the implantation of 2 valiant navion stent grafts with resolution of the endoleak confirmed. The patient was discharged one day post the procedure. Film evaluation summary: the reported stent graft disconnection and resulting type iii junctional endoleak was confirmed; however, the exact cause could not be determined from the films returned. Pre-implant anatomy is unknown, and films during implant and earlier follow-up images were not available for return. A CT film report from 2 years post-implant revealed that 3 valiant stent grafts had been implanted from the lsa just above the level of the celiac artery. A likely stent graft component disconnection and resulting type iiia endoleak was observed in an unsupported location of the descending thoracic, between the proximal end of the most distally implanted device and the distal end of the mid-level implanted device. There was ~0 ¿ 10mm of component overlap at the disunion, and one or more proximal spring apices of the larger diameter distally separated device had pulled out of the overlapping location. The location of the disconnection was in a relatively straight portion of the thoracic, and the distally implanted device extended essentially straight down to the level of the celiac. However, ~5cm proximal to the detachment the thoracic was acutely angulated ~90 deg. The exact cause of the component separation could not be determined. The amount of initial device overlap is unknown, and any potential taa anatomical and stent graft in-vivo changes during this 2-year implant duration could not be assessed. It is possible that taa morphology changes with aneurysm remodeling may have led to the detachment of the two distally implanted devices, leading to the type iiia separation endoleak and potential taa size increase. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: valiant captivia, product ID: unknown, serial/lot#: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that a CT scan approximately one week later showed a type iiia endoleak at the overlap of two of the valiant stent grafts. As per the physician, the cause of event was anatomy related due to aneurysm remodeling. No additional clinical sequelae were reported and the patient is being monitored.